Manufacturer narrative:
Additional information: d9, g3, h3, h6 correction: e4, g2 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection of the returned reloads revealed that reload a was fully fired with open jaws and a single staple stuck in the cartridge; reload b was partially fired with the interlock engaged, open jaws, and staple pushers visible at the 1cm cut line; and reloads c and d were both partially fired with the interlocks engaged, open jaws, and staple pushers visible between the 0cm and 1cm cut lines. Functional testing noted that reload a was loaded into a representative instrument. The interlock was overridden and the reload was applied to test media. Test media was cleanly transected. The knife blade showed no abnormalities. Reloads b, c, and d were also loaded into a representative instrument. The interlock was overridden and the reload was applied to test media. All remaining staples were placed, and test media was cleanly transected. The reload interlock was tested and found to function properly. It was reported that the instrument locked on tissue. The reported issue could not be confirmed. The most likely cause could not be established from the inf ormation available. It was also reported that a misfire occurred. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the reload will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection and prevent patient harm. The evaluation detected an unreported condition: embedded staple. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut or incomplete staple formation, which may result in poor hemostasis or leakage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic right colectomy, the cutting mechanism failed, the stapler was somewhat stuck in the tissue and had to be forced free. A new load was used and fired; but again the cutting mechanism didn¿t work, and the same maneuver was performed to dislodge the stapler from the tissue. Then we suture reinforced the entire staple line. No patient complications have been reported as a result of this event.

Manufacturer narrative:
D10 concomitant products: egiaushort - egiaushort endogia ultra univ sht stap - lot# p5k1217. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.